Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient was having a CT scan because they were experiencing swelling over the pump and they wanted to determine what was under her skin causing the swelling. It was stated the pump was working as intended. Five days after removing the antibiotic IV drip, the patient stated experiencing swelling over the pump. The patient did not currently have a fever. The healthcare professional (hcp) wanted to figure out what was wrong before refilling the pump because they could not go through the mass without knowing what it was. The hcp thought it may be an abscess, with or without bacteria and they "may cut out the abscess and move the pump". The issue began on (B)(6) 2019. No further issues were reported or anticipated.